Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the item was programmed to initiate later. A technical support specialist assisted the customer with the configuration adjustments necessary to establish a specific time and date. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the pyxis medbank system, the medication was not appearing on the patient profile. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.